Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue investigation summary: the sample and photos were provided for evaluation. The distal end of the stent sheath was broken and the break looked like it resulted from an elongation (tear); the slider was equally broken on one side and the broken piece returned which leads to confirmed results for a break. The condition of the provided photos and the sample doesn't match the reported event and makes it difficult to assess the reported complaint which leading to inconclusive results for partial deployment. Based on the available information and evaluation of the returned sample, the investigation is closed with inconclusive results for "partial deployment" but confirmed for a break. A definite root cause of the reported incident can not be identified . Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. (Expiry date: 01/2025), (method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via iliac artery, the proximal end of the stent was allegedly could not be released. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 01/2025.

Event description:
It was reported that during a stent placement procedure via iliac artery, the proximal end of the stent was allegedly could not be released. There was no reported patient injury.